Manufacturer narrative:
An empty biohazard bag in the ccds decontamination chamber collected 2-3 oz. Of h2o2. When a ccds worker removed the bag from the decontamination chamber, the h2o2 leaked onto the floor. The ccds workers, who were in the area when this occurred, were wearing ppe. There was no h2o2 contact with their skin or clothing. The spill kit material was retrieved and the spill was cleaned up. The unit was returned to service. There was no report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
An empty biohazard bag in the ccds decontamination chamber collected 2-3 oz. Of h2o2. When a ccds worker removed the bag from the decontamination chamber, the h2o2 leaked onto the floor. There was no report of injury.

Manufacturer narrative:
Correction of adverse event or product problem to remove "adverse event" as this event was only a malfunction and no report of injury.